Event description:
It was reported to medtronic minimed that the customer experienced critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Instructed customer that pump will be replaced and instructed customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit gave an unexpected flashing white display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Unable to download history files and traces using thump software due to display anomaly. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined that the ingress of fluids corroded electronic assembly leading to a constant flashing white screen. Unit also received with the following cosmetic damages: scratched case, cracked case, cracked case (battery tube), and pillowing keypad overlay. In conclusion, unit received with unexpected blank white flashing screen due to corroded electronic assembly. Unable to confirm customer complaint (open book) due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.